Manufacturer narrative:
The complaint device was returned for evaluation. Initial visual inspection found that the case and bezel were chipped. Device evaluation identified that the unit kept turning on and then off immediately and the battery would not charge. There was no evidence of the device overheating during testing. The battery was replaced. The circuit boards were inspected, the device was calibrated and then tested on a simulator. Testing of the air-in-line sensor, alarm, battery, display, door ajar, keypad, patient side occlusion, rate accuracy, self test/power, and upstream occlusion were performed and passed. The root cause for the reported event was determined to be a faulty battery as it would no longer charge. It should be noted that the based on the incoming device photos from this order exhibit what appears to be marks of the device being forced open; however, this cannot be confirmed. This type of event will continue to be monitored. It should be noted that this is being filed based on retrospective review.

Event description:
Reportedly, post repair, the device would be turned on and then would shut down. Additionally, the device was overheating when plugged in. There was no report of patient harm. It is unknown if there was patient involvement. No additional information is available.